Event description:
Reportable based on device analysis completed on 02-sep-2022. It was reported that a leak occurred. An angiojet solent omni was selected for use. However, during the procedure, the pump leaked. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis it was noticed that the hypotube was broken 91cm from the tip. The device could not be functionally tested due to the extreme damage on the device. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for a pump leak; however, under pressure issues related to a broken hypotube and kinks were confirmed.